Manufacturer narrative:
Concomitant products: 4965-50 lead implanted: (B)(6) 2006; 310c31 tissue valve implanted: (B)(6) 2006.

Event description:
It was reported that the clinician observed the device pacing below the lower rate, though a review of the device egm indicated otherwise. Additionally, the right ventricular (rv) lead exhibited high thresholds. The device and lead remain in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.